Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) alert due to a sudden increase in pacing impedances to high, out of range values. There were also inappropriate ventricular episodes stored with noise over sensing due to myopotentials with up to 10 seconds of pacing inhibition caused by the unipolar sensing from the lss. They planned to send patient to test and reprogramming. The patient was hospitalized and the rv lead remains in service at this time. No additional adverse patient effects were reported.